Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the cgm was displaying a sensor error between 5:30-6:00pm. During this time, the patient passed out. The patient´s neighbor heard the beeping from the receiver, checked on the patient and found the patient unconscious. The neighbor called 911 and the paramedics provided fist aid to the patient, they treated the patient with IV fluids (unspecified exact medication and dosage) and a 'hypoglycemia shot'. The patient regained consciousness and refused to be taken to the hospital. At 8:000pm, the patient fully recovered from the event. At the time of the report, the patient was doing fine. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.